Manufacturer narrative:
The pump was obtained and was sent in for evaluation. This report is one of two related reports. This report represents the second impella 5.5 and another report was submitted to represent the first impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 60-year-old male with a history of prior mitral valve repair presented with chest pain, abdominal pain, and right-sided weakness, and was found to have a type a aortic dissection and watershed cerebral infarcts. Surgical intervention was delayed until (B)(6) 2026 due to or and bed availability. The patient underwent mitral valve replacement, bentall procedure, and repair of multiple lesions with significant scar tissue. Due to failure to wean from cardiopulmonary bypass after two attempts despite high-dose vasoactive support (dobutamine, epinephrine, levophed) and administration of multiple blood products, an impella 5.5 was indicated for postcardiotomy cardiogenic shock (scai stage c). Initial pump impella 5.5 failed to prime, with no purge fluid exiting the motor housing after 5¿10 minutes despite troubleshooting and de-airing attempts; the pump was aborted. A second impella 5.5 pump was successfully primed and implanted via direct surgical aortic access. The device provided support for greater than 10 hours; however, the patient developed uncontrolled bleeding despite anticoagulation reversal, vasoactive therapy, and transfusions. Suction alarms were noted, and echocardiographic assessment indicated a dilated and severely compromised right ventricle. The clinical team determined the patient¿s condition to be non-salvageable, and the patient expired on support. The patient death occurred in the setting of severe postcardiotomy cardiogenic shock complicated by aortic dissection, delayed surgical intervention, extensive operative repair, and refractory coagulopathy with ongoing bleeding. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical conditions.